Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via a (B)(6) transmission. Upon examination of a stored electrogram, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were scheduled for the patient. The patient was in stable condition during the event.